Manufacturer narrative:
The glidescope gvm video monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned system and could not duplicate the reported issue through simulated use testing. The image produced by the returned video monitor and test video baton was stable and clear with good color rendition. The video monitor was certified and returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the image was intermittent. The procedure was completed with another glidescope system; however, the length of time to prepare the second device was not known. No harm to the patient or user was reported.